Event description:
Gvl blade is broken at the corner and split. No patient was harmed.

Manufacturer narrative:
The failure was confirmed. Safety alert notice c/r (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.